Manufacturer narrative:
The lens was returned. Viscoelastic is dried on the lens. One haptic is broken-gusset area. The optic is cracked on the edge and has a piece broken from the edge. The broken portion is returned adhered in the viscoelastic on the optic surface. Iol product history records were reviewed and the documentation indicated the product met release criteria. A qualified cartridge was also returned. Viscoelastic is observed in the cartridge nozzle and the tip. The cartridge has no evidence that it was placed into a handpiece. No damage observed. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified viscoelastic was indicated. It is unknown if a qualified handpiece was used. The broken haptic was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. No damage was observed to the returned qualified cartridge. It was indicated the lens was implanted and removed; however the cartridge had no evidence it was seated in a handpiece. This may indicate the cartridge was not properly seated or that a non-qualified handpiece was used. This may have caused the lens to advance incorrectly. (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A physician reported that after performing a cataract surgery with an intraocular lens (iol) implantation, a broken haptic was observed. Two days later, the iol was exchanged for another iol. Additional information has been requested.